Manufacturer narrative:
(B)(4). Investigation results: a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that the snare loop was within specifications and passed the continuity test. Also, the device extended and contracted without issues as per functional inspection. No other issues were noted. Based on the event description, the problem was noticed during procedure and inside the patient. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. During visual inspection, the device was carefully inspected and the loop was within specifications. Additionally, the device passed the continuity test indicating a proper connection since the device's electrical resistance was 14.5 ohms, which is within specifications of less than 20 ohms. During functional inspection, the device was connected to the 10 inch loop fixture and the loop extended and contracted without issues. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. Based on the event description and analysis of the returned device, the alleged complaint of loop failure to cut could not be confirmed since the devices cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during an unknown procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient when using the device as usual, the sharpness was really not good and it was difficult to use. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during an unknown procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient when using the device as usual, the sharpness was really not good and it was difficult to use. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.